Event description:
This is a solicited case report received from a gynecologist/obstetrician in (B)(6) on 18-dec-2015 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: essure (fallopian tube occlusion insert) generic reimbursement program. On (B)(6) 2015, patient had essure inserted, lot number d40632. During insertion the right tube blocked (stenosis of the tube) and insertion failed. Essure perforated the left tube seen on laparoscopy. No resistance was felt during the insertion. The event happened in the operating room. The procedure was stopped. Bilateral placement was not performed. Follow up information received on 29-jan-2016: the french heath authority number for this report is (B)(4). Essure perforation questionnaire received on 16-feb-2016 and case was upgraded to incident: this case refers to a (B)(6) female patient. Uterine findings prior to essure insertion were normal. Cervical dilatation and general anesthesia were done. The insertion and visualization of tubal os were easy. There was no fluid loss during hysteroscopy more than 1500cc and procedure did not take more than 20 minutes. Diagnosis of incorrect essure position was on day of insertion; perforation was unilateral in the right side (complete right uterine horn perforation). The diagnosis was made by laparoscopy and essure was removed. No other new medical information was provided. Follow-up received on 09-mar-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: lot number d40632; production date: dec-2014; expiration date: 28-dec-2017. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, solicited case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure a complete right uterine horn perforation occurred. She was submitted to a laparoscopy on the same day and essure was removed. This event is listed in the reference safety information for essure. Considering the nature of the reported uterine perforation and as it occurred in association to the essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was upgraded to incident upon receipt of follow-up information, since device removal was required. According to product technical complaint analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Uterine/tubal perforation with essure questionnaire has been received, thus no further information is expected.

Manufacturer narrative:
Follow-up received on 29-apr-2016: updated quality-safety assessment of ptc: (B)(4). Production date: 18-dec-2014 ptc assessment was updated without major changes. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on 03-may-2016 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this medically confirmed, solicited case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure a complete right uterine horn perforation occurred. She was submitted to a laparoscopy on the same day and essure was removed. This event is listed in the reference safety information for essure. Considering the nature of the reported uterine perforation and as it occurred in association to the essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was upgraded to incident upon receipt of follow-up information, since device removal was required. According to product technical complaint analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Uterine/tubal perforation with essure questionnaire has been received, thus no further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.